Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va09fuf, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that ¿a couple days ago¿ the patient was putting on blue jeans and she ¿hit the wire with her ring on the left hand side of her upper buttock.¿ the patient stated that since she hit the device it had felt like a ¿bee sting.¿ the patient stated it felt like a ¿continuous bee sting.¿ the patient turned the device off the day prior to the report and the bee sting pain was gone. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6)-2013.